Event description:
It was thought that the implantable neurostimulator (ins) was in an overdischarged state because they were unable to get telemetry from any component. When the antenna locate action was performed, it showed a por (power on reset) condition. They planned to charge the ins and then they would clear the por. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).